Event description:
It was reported that during use of the ptd, the cable separated and had to be retrieved by cutting the catheter and using forceps to remove it. There were no associated patient complications.